Event description:
Boston scientific received information that this left ventricular (lv) lead was repositioned due to diaphragmatic stimulation; however, the lead was dislodged the day after. The physician removed the lead and plugged the lv port. The patient will be monitored. The lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.